Event description:
It was reported that the user experienced elevated blood glucose readings above 300 mg/dl after training, and customer support assisted with a supply change without resolution; additional details about infusion type and blood glucose history were not obtained. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Investigation included customer support troubleshooting and attempts to collect additional information from the user. Investigation of this case revealed that the cause of the hyperglycemia could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.